Event description:
New information received notes that the patient presented remotely, programming changes were made, the patient condition was stable without adverse patient consequences. No impacts to the device were noted due to the over-sensing.

Event description:
It was reported that a patient presented with post-paced t-wave over-sensing noted on the patient's implantable cardioverter defibrillator. No information regarding intervention or adverse patient consequences were reported.